Manufacturer narrative:
A previous report incorrectly stated that no DHR review could be performed as no lot number had been provided. A lot number was provided and a DHR review was performed. This report has been updated with the corrected information. A review of manufacturing records found no deviations. The device met all device specifications, product process specifications and quality assurance procedures and specifications.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a followup report will be submitted.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
Incident involving a faulty icp transducer cable. We had to remove a codman icp transducer cable from a monitored patient. The patient's icp had risen significantly and stated high readings so ricu treated the patient according to the readings observed. It was only when critical care scientist (tech) was called in that the fault was traced to this cable . An ir1 was generated by the nurse which in turn has triggered an niaic to be completed . I require this cable to be checked out as an matter of urgency to feed back to the niaic people. Technician changed icp cable and box; cable found to be faulty. Patient remained unchanged besides icp fluctuation throughout, after change out of cable and box, icp returned to normal. It was reported that the hospital replaced the icp monitor and transducer cable with other similar devices and the icp pressures appeared to be correct. The patient received medication for incorrect intracranial pressures, but suffered no adverse consequences.

Manufacturer narrative:
The cable was returned and evaluated. A DHR review could not be performed, as no lot number for the cable was provided. Evaluation of the returned device found that the cable was fully functional. The issue reported by the customer could not be confirmed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.